Event description:
It was reported that the spo2 readings are very low. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned and the analysis was performed at the philips authorized bench repair facility. The device was put on a simulator and the results of the analysis indicate that the reported problem was confirmed as the the unit did show low spo2 readings during testing.based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective spo2 board. The issue was resolved by replacing the defective spo2 board and the device was confirmed to be operating to its specification. The product was returned to the customer.